Event description:
Nurse reported, customer was hospitalized for acute hypoglycemic. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.